Event description:
It was reported a patient presented with an infection on 29 oct 2024. The system was explanted. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Visual examination found no malfunctions.